Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that haptic damage was observed immediately following implantation into the eye. The lens was explanted and exchanged within the original surgery session without further incident. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that there was resistance as the lens left the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 084249747 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 084249747. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were partly open, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The injector was disassembled. The injector parts were inspected under 10x magnification. The inspection did not identify any damage to injector parts. The lens was returned hydrated in a pouch of saline. When removed, damage to the haptic and the optic was identified. To facilitate further testing of the injector, the injector was re-assembled using rayone aspheric rao600c from rayner stock and was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. No rayone injector fault was found. Results of injector testing confirm that the device performs as per design.

Event description:
On 29th august 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that the haptic was damaged immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that haptic damage was observed immediately following implantation into the eye. The lens was explanted and exchanged within the original surgery session without further incident. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that there was resistance as the lens left the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 084249747 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 084249747. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.

Event description:
On (B)(6) 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that the haptic was damaged immediately following implantation into the eye necessitating lens explantation and exchange.